Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a stained end cap sticker, and a scratched reservoir tube window. Visual inspection shows that damage to the lcd window is a scratch, not a crack as reported by user.

Event description:
Customer's mother reported via phone call that the insulin pump has a crack on the screen. It was stated that the customer has difficulty reading the display. The device was recently dropped. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.